Manufacturer narrative:
It was stated from the site that there would not be an autopsy and that the pump would not be returned to the manufacturer. No additional information available. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had woken up with a headache and started to vomiting and loose power in his limbs. It was stated that the ambulance was called and patient was taken to the local hospital. It was further stated that the patient was then transferred to another hospital and had loss of consciousness and was intubated and had a CT performed. It was then stated that the treatment withdrawn and patient died on (B)(6) 2016 and official cause of death was cerebral hemorrhage. No additional information available.